Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited failure to capture. Further investigation noted that the right ventricular lead was dislodged. The reported lead was explanted and replaced on (B)(6) 2023. There were no patient consequences.